Event description:
It was reported that during a right hemicolectomy procedure, the device loaded with a white reload was loaded onto the stapler and closed onto the right colonic pedicle. After firing one stroke, the stapler was jammed and the surgeon could not advance nor return the blade. After attempting all possible maneuvers, the sales rep was called into the case to troubleshoot. Meanwhile, the surgeon had coagulated the pedicle adjacent to the stapler jaw using a competitor¿s energy device. After ligating and dividing the pedicle, the stapler was removed together with the trocar from the patient. On arriving, this was what the sales rep had observed: the tissue was stuck in the distal end of the jaws, past the cut line (surgeon mentioned that during the fire it had moved out of the jaws). The stapler firing trigger could not be closed plastic to plastic. The knife direction indicator pointed backward toward the handle. The knife position was at its most proximal position in the jaw. The stoke indicator showed stroke #2. The surgeon had requested for the tissue in the jaws to be removed so as to be able to send the specimen to pathology for investigation. The sales rep manually wedged his index finger between the anvil and the white reload while a circulating nurse used a forceps to retrieve the tissue which he had freed. The stapler is being returned without the tissue specimen, which had showed malformed staplers very close together. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the ec45a device was received for analysis with the clamping and firing mechanism jammed. An ecr45w cartridge was loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Additionally the firing trigger was noted to be damaged. No further functional testing could be performed due to the condition of the device. The returned device was disassembled in order to verify the condition of internal components and the closure trigger top was noted to be damaged jamming the dial indicator, clamping and firing mechanisms. No conclusion could be reached as to what may have caused the firing and clamping mechanisms to become damaged, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the procedure completed? Using ligasure vessel sealer. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.